Event description:
As reported: "we have a new revision case for next week. The patient¿s (left) shoulder is dislocated and the surgeon needs to change it for a smaller humeral head."

Manufacturer narrative:
Reported event: an event regarding alleged dislocation involving a mets humeral head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: not performed as no medical records were provided. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 02mar2016 with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding alleged dislocation involving a mets humeral head was reported. The event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "we have a new revision case for next week. The patient's (left) shoulder is dislocated and the surgeon needs to change it for a smaller humeral head."